Event description:
A physician reported a pt who was treated into an acne scar on the right outer eyelid, and right and left cheek (total of 3 scars) on 6/16/97. On approx 8/97, the pt reported intermittent redness and swelling at the injection sites. The physician diagnosed a hypersensitivity. On 8/97, the physician prescribed oral benadryl, which was not effective. On 11/4/97, the physician prescribed oral medrol and topical cortisone, which were not effective. On 11/14/97, the physician noted residual skin reaction/dermatitis of right periorbital area. The physician believed the symptoms were product related.

Manufacturer narrative:
In a follow up report returned to mmc by the physician it is reported that the pt's symptoms were resolved as of "1998" with no additional treatment required.